Event description:
I have a philips respironics CPAP, as does my wife. We presently use cpaps that were replacements for earlier models that were recalled. We are experiencing continuous allergy-like symptoms (sneezing, nasal congestion, etc.). We heard a recent interview on national public radio indicating that CPAP machines sent as replacements due to the recall are continuing to have foam related problems and that philips is now going out of the CPAP business. Please let us know what information the FDA has on this topic and any recommendations regarding continued use of the replacement cpaps we received pursuant to the recall. Please don't refer me to philips. I no longer trust them. Thanks for your help. (B)(6). Reference reports: mw5152031, mw5152032, mw5152034.